Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the affiliate in (B)(6) that during a posterior lumbar interbody fusion (plif) surgery performed on (B)(6) 2022, the surgeon noticed that the screw (unk) happened to be inserted much inward. According to the report, the surgeon retried the screw insertion and completed the procedure without a further issue. It was reported that after the patient came out from the anesthetic, he felt sharp pain. It was reported that it was less probable that the screw in question might have triggered the event. It was reported that in case the pain continues, they will take the CT will schedule a revision procedure. The status of the patient was unknown. No additional information was provided. This complaint involves one (1) device.